Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 codes: medical device problem code: 3191 appropriate term/code not available for "no readings", "sensor error" or "brief sensor issue". Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The patient experienced no continuous glucose monitor (cgm) readings which occurred the day the sensor was inserted into the abdomen. On 06/17/2024, the patient reported having no cgm readings for approximately 1-3 hours. At an unspecified time while the cgm was not providing readings, a blood glucose (bg) meter reading was tested, which was 30 mgdl. The patient was wearing an insulin pump (brand not specified). The patient was also experiencing nausea and confusion. It was not specified if the patient attempted to self-treat with anything at this time. The patient went to the emergency room (ER), where she was treated with midodrine and intravenous (IV) dextrose (d5). The patient was hospitalized for 7 days. The patient was still having issues stabilizing her bg levels at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.